Event description:
Per independent repair center statement, the unit was alarming or red light. The part/component replacement details inlet filter dirty, p/e valve assy leaking, zip tie replaced, manifold assy stuck and hose clamp replaced.